Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
Additional information was received and reported there are no complaints related to the device as it appears the rhythms were non-sustained with appropriate sensing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the patient is deceased. It was further reported that a lead integrity alert (lia) was triggered due to nonphysiologic sensing and high rate non-sustained tachycardia (nst) episodes. Technical review of the rhythm strips noted a tachyarrhythmia with fluctuating cycle lengths in/out of the detection zone. The nst episodes recorded but no ventricular tachycardia/ventricular fibrillation detection occurred and no therapy was delivered. Short interval counts (sic) reached 38 on the date of death. The cause of death is unknown and the patient is reported to have been found at the patient¿s residence.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).